Manufacturer narrative:
A tear was observed on the exposed portion of the soft cannula, from which fluid was observed to leak. The damaged cannula is confirmed as the root cause of the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 13.9 mmol/l (250 mg/dl) while wearing the pod between 5 and 24 hours. While the patient was sleeping, the pod leaked insulin and and the entire pod adhesive was wet. As treatment, a new pod was applied. The device investigation observed a cannula damage and fluid leakage during testing.